Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. The manufacturer requested return of suspect product for evaluation.